Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a procedure, there was an issue breaking the lens nucleus. It started giving "rattling" noise and did not produce impulses- ultrasounds as it was too weak. The surgery was completed using an alternate phaco handpiece. There was no patient harm. Additional information was requested and received.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on october 26, 2010. The associated system was manufactured on may 21, 2015. Based on qa assessment, both products met specifications at the time of release. Based upon he information obtained, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was not evaluated. The phaco handpiece was tested, but the reported event was not confirmed. The phaco handpiece performed as intended. There were no functional issues found. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).